Event description:
The customer reported that he had a high blood glucose of 403 mg/dl and felt there could be a delivery anomaly with the insulin pump, due to his high blood glucose. Troubleshooting was performed. The customer stated that he forgot to fill the dead space in the cannula after removing the introducer needle. The customer stated he did not program another prime after disconnecting and reconnecting instead of doing a prime into the air. Proper priming techniques were reviewed. The customer agreed that the programming history was all correct. A displacement test was performed and passed. The customer was advised to monitor his blood glucose and the insulin pump. The customer stated that he had an occluded cannula with blood. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).